Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional test identified the reported condition as an extremely large leak gushing liquid from the left edge. The leak would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as an edge gouge with a large chunk of (B)(4), indicating the bag was damaged related due to impact or friction. A manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur; the root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event unknown. Lot no. And expiration date unknown. Operator of device unknown. Device manufacture date unknown. The evaluation of the provided sample is anticipated, but not yet begun. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered before patient use. This report documents no patient involvement or adverse events. No additional information is available.